Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called in to customer care after receiving an "unable to proceed" alert when attempting to announce dinner. Upon review, it was determined that an active insulin occlusion alert was causing the issue. The patient dismissed the alert and was advised to change out the infusion set before dinner. Guidance on safe supply change practices was provided, and the patient confirmed understanding and indicated they could complete the change independently. Blood glucose levels were not affected. No further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.